Event description:
A maude database review revealed a report of the delivery wire of the helipaq coil device (hsr10103020/f76861) fractured while in the patient and could not be retrieved. The patient presented for treatment of an arterio-venous fistula involving the external carotid artery, external jugular vein, and retromandibular vessel. During endovascular coiling of the fistulous venous pouch, the delivery wire fractured and separated; multiple attempts to retrieve the device fragments were unsuccessful. The distal end of the wire embolized and was visualized in the right common femoral artery. The patient was previously on an aspirin regimen and was instructed to continue. The procedure was completed and the fistula successfully disconnected. It was reported that the patient was currently in recovery without reported symptoms. The device is not available for return.

Manufacturer narrative:
The helipaq coil was not available for return; therefore, the root cause of the delivery wire fracture/separation and the inability to retrieval the device cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Embolic events are a known potential adverse event associated with all intracranial device placement activity and is listed in the IFU for the helipaq microcoil as such. All products are 100% inspected prior to leaving the manufacturing facility and there is no evidence of a manufacturing related issue. The IFU lists several cautionary notes related to possible fracture/separation of the microcoils during use: caution: do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the dpu wire fully. Failure to do so may lead to an embolic complication. With the limited information available in this case, it is not possible to make a clinical conclusion regarding the contributing factors of the reported events; fracture/separation and embolization of the device fracture.